Event description:
The complainant reported a 46 year old male patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella cp device. During support, the patient developed an access site bleed that prompted a blood transfusion.

Manufacturer narrative:
The impella device was discarded, therefore, an investigation could not be completed on the physical device. Should we receive the device, or new information becomes available on this event, a supplemental MDR will be filed.